Manufacturer narrative:
(B)(4). Customer has not yet indicated if the device will be returned. The device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty. Subsequently, the patient is experiencing pain and the implant getting "stuck". No additional patient consequences have been reported. Attempts have been made, and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history was unable to be performed, as the part and lot numbers of the device involved are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.